Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. The customer's blood glucose level was 246 mg/dl and her sensor glucose reading was 88 mg/dl. The insulin pump went into threshold suspend. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.